Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Visual and functional testing was performed and the reported condition was confirmed. Visual inspection revealed that the blue cap disconnected completely from injection site. This part is purchased from an external supplier and the supplier has been notified. After investigations were performed, the supplier confirmed that as a corrective action the molding machine producing the caps was (B)(4). A batch review was performed on the reported lot with no deviations found. A similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) a 500ml eva bag tpn in which the injection port broke. According to the report, while removing the cap off of the injection port, the whole blue part broke off instead of the protector top only. The condition occurred before use and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.